Manufacturer narrative:
The actual device was discarded at the user facility. The DHR lot # 3756617 and relevant commodities were reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event involved a customer report stating that during priming of a pur transfer set, the silicon part sticks down and stays inside the connector, resulting in leakage of cytostatics and hazardous drug exposure to healthcare professionals. There was no patient involvement and no adverse event reported. This report captures the 10th of 10 incidents.